Event description:
It was reported that using a femoral artery access approach during a procedure of the left anterior descending (lad) artery the 3.0 x 8 mm nc trek balloon dilatation catheter (bdc) was being advanced over the balance middleweight (bmw) guide wire in the anatomy and met resistance; it was noted that the device felt coarse and dragged over the guide wire. The nc trek was removed separately from the anatomy with some resistance noted. There was no reported adverse patient effect. A second nc trek and a xience xpedition stent were used successfully in the procedure over the same bmw guide wire without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed on the returned device. The definitive cause of the reported resistance could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis and functional testing of the returned device, there is no indication of a product quality deficiency. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight 190 cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.